Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer hardware was failed. A field service engineer assisted customer with matrix drawer recovery guided through process drawer recovered successfully. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 1 had failed.the customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication.there were no adverse events or injuries reported due to this event.